Manufacturer narrative:
Additional information was received that the date received by manufacturer was actually 07/22/2015. Patient 2 was an (B)(6) year old male. Data for three additional patient samples was provided: patient 3 initial result was 487 umol/l. The repeat results were 91 umol/l and 90 umol/l. Patient 4 initial result was 469 umol/l. The repeat results were 83 umol/l and 81 umol/l. Patient 5 initial result was 539 umol/l. The repeat results were 73 umol/l and 74 umol/l. The patients were not adversely affected.

Event description:
The customer received questionable creatinine plus ver.2 results for about five patient samples. Data was provided for two patient samples. Patient 1 initial result was 654 umol/l. The repeat results on (B)(6) 2015 were 73 and 72 umol/l. Patient 2 initial result was 620 umol/l. The repeat results on (B)(6) 2015 were 172 and 171 umol/l. The initial results were reported out of the lab, but changed after the ward contacted the laboratory and asked for repeat testing. No adverse event was reported. The reagent lot number was 617403. The expiration date was requested, but was not provided. An engineer checked the instrument and while performing a mechanism check he could see fluid was being discharged from the tubing to a cell rinse needle causing it to occasionally drip into the cuvettes. This tubing was replaced. A specific root cause could not be identified. Review of the provided reaction monitors confirmed the issue was most likely due to the fluid being discharged from the tubing to cell rinse needle. It was noted, the instrument alarm log contained frequent alarms indicating problems with sample aspiration. This was most likely caused by a preanalytical issue which may have also contributed to the event. As calibration and qc were acceptable, a general reagent issue was excluded.

Manufacturer narrative:
This event occurred in (B)(6).